Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope intermittently had a horizontal noise flickering in the image. The issue occurred during preparation for use for a therapeutic laparoscopic nephrectomy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's allegation of horizontal noise flickering in the endoscopic image was confirmed. Based on the results of the investigation, the reported malfunction was caused since the electric connection temporarily got deteriorated, by accumulation of electric load (stress) due to energization to electric circuit board including internal electric parts mounted in the video connector, by accidentally applied static electricity, by overcurrent due to attaching or detaching the device while the power is on the system, further the image signal output was adversely affected and became unstable, leading to failure in the electric circuit board mounted in the video connector. Additionally, the application of overcurrent was caused by attaching or detaching the device while the power is on the system, overcurrent from the other devices or electric wirings, or dust or moisture adhered to the electric contacts between the system and the video connector. However, a root cause could not be determined. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.